Event description:
It was reported that the patient had a fall. Since the incident, the patient has no longer perceived stimulation, and the ipg could not be activated. The patient was scheduled for revision surgery. An x-ray imaging was taken before the revision procedure. Imaging confirmed that the leads migrated, and the right lead was found to be fractured from the fall. The leads were removed entirely, and two new leads were implanted without complication. The removed leads were inadvertently discarded at the hospital. Therefore, no device evaluation can be performed. The device history record was reviewed. No relevant nonconformances were found.

Manufacturer narrative:
Mml # (B)(4). The patient's demographic information is not available.